Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: after implanting the helical blade through the protection sleeve, it was not possible to unlock the buttress/compression nut out of the aiming arm. It was reported connecting the buttress/compression nut to aiming arm was difficult and is not possible to disconnect the instruments. The surgeon could only disconnect the instruments by turning the buttress/compression nut until it loosened from the protection sleeve. No further information is available. This is 2 of 2 reports for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation has shown that the both instruments present some deformations at the coupling parts and therefore the proper connection/disconnection is no longer ensured. No manufacturing related issues that would have contributed to this complaint were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.